Event description:
It is reported that a customer had issues with the keypad on their insulin pump. The patient's blood glucose level was 210 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump received with intermittent button response due to moisture damage on keypad traces. The insulin pump passed the prime and excessive no delivery test. No excessive no delivery alarm noted. The insulin pump received with cracked case at display window corner, reservoir tube lip, minor scratched display window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.